Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with infusions set fell off during use while sleeping on (B)(6) 2024. The blood glucose level was 283 mg/dl. No further information available.